Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.00/1.50/091 (sphere/ cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.